Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and microscopic inspection identified a white particle, approximately 1.45 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was polyester. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its balloon. This was found before patient use. The device was filled with deferoxamine. There was no patient involvement. No additional information is available. This is report 1 of 2.